Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Report source: (B)(6).

Event description:
It was reported that there was a pinhole in the package of the monomer. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product and packaging identified pinhole damage to monomer¿s sterile pouch. The outer box had no visible damage. Device history record (DHR) was reviewed and no discrepancies were found. A specific root cause of the reported event cannot be determined as the product was removed from the packaging before it was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.